Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Approximately 33 months post procedure patient suffered chest pain. Patient recovered. Cec adjudicated the event as myocardial infarction (unknown vessel).